Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an unspecified procedure. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device condition a failure mode could not be identified. In the absence of a specific failure mode reported or identified based on the returned device analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review was not performed as the failure mode is unknown. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.